Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2021-06164. It was reported that one of the patient's leads migrated anteriorly. The issue was confirmed via x-rays and impedance diagnostic check. Surgical intervention took place where the lead was explanted and replaced resolving the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.